Event description:
This complaint is now reportable based on the investigation completed in 2008. The target lesion was in an unspecified biliary location. A 7f/7cm flexima biliary stent had been advanced to the target lesion. While attempting to deploy the device, the physician encountered resistance and the inner catheter was "stretched". The procedure was completed with an unspecified type of different device. There were no pt complications reported with the pt's current condition listed as "good". The returned device revealed a broken catheter.

Manufacturer narrative:
Device analysis: customer complaint of the guide catheter being stretched confirmed. Yellow residue was present on the device to indicate use. The stent was not returned for eval. Two pieces of the guide catheter were returned, one being inside the push catheter. The guide catheter hub was detached and not returned for eval. The push catheter was found to be twisted at the hub. A visual eval found that the push catheter was accordion and kinked. The guide catheter was torn in two places. A lot history search was not performed due to the lot number not being provided. A review of the device history record was not performed due to the lot number not being provided. The most probable root cause was determined to be operational context.